Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following:"when urinary flow cannot be noted, confirm that the catheter is neither occluded nor broken." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the balloon was unable to deflate. As a result, it was difficult to remove. The catheter was allegedly checked and the balloon was attempted to be deflated with the syringe; however, it was unsuccessful. The user then cut the catheter, and removed it. It was confirmed that urinary out flow stopped 3 hours after placement. There was no patient injury reported.